Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 203 mg/dl. It was indicated that the customer would deliver a correction bolus after changing out the site. Reportedly, the customer uses apidra insulin. In addition, the customer was experiencing issues charging the pump. When the pump was plugged into a power source, the pump would not recognize the power source. Then the pump battery gauge dropped from 40% battery life to 5%, then went back up to 45% while the pump was plugged into a power source. There was no impact to the customer's blood glucose level due to the reported battery issue.